Event description:
It was reported that the filter penetrated the wall of the vena cava. The patient had a 12 greenfield¿ filter placed in 2003. Last year, the patient experienced pain. A CT scan revealed all 6 legs of the filter have penetrated through the vena cava wall. The patient has received blood. The patient's body has developed scar tissue over the legs. Right now, the leaking/bleeding has stopped and the patient is stable.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant history from that review, a supplemental medwatch will be filed (B)(4).